Event description:
In 2007, bone grafting procedure took place, no membrane was used. Five days later, pt had fever, infection, bad smell and inflammation. Dr. Reopened the surgical site, wash out the graft material with saline. Dr reports that half the bone ceramic material was removed and replaced with the genmix, and a membrane, genderm, was used. After this second surgery, there was no pain, no infection and no inflammation.

Manufacturer narrative:
Batch record for lot confirmed product was manufactured according to specifications.